Manufacturer narrative:
(B)(4). The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that before an unknown laparoscopic procedure, foreign matters like an insect were found inside the packages. The packages were not opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that a b5st device was returned inside its original package. Upon visual inspection, a foreign matter was noted to be inside and was confirmed to be flash from the device. During manufacturing/testing in some cases component friction can result in small shavings ejecting from the device after packaging during transit. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.